Event description:
It was reported that there was no alleged product issues against the pump system. The patient reported discomfort near the pump location. A revision found the catheter connector placement was located in a way that was irritating the patient; so a new catheter piece was added and the pocket location was adjusted to provide better comfort for the patient. The location of the connector was "wedged funny in the pocket." It was reported that x-rays were done. The pump system was delivering morphine and bupivacaine. The patient's status at the time of report was "alive- no injury." It was reported that the revision resolved the issue.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).